Event description:
The mechanical structure of a preva unit, serial number (B)(4) separated from its wall mount. The top screw came out of the wall. When the machine fell from the wall, it struck a lady on the head and created a welt. Progeny confirmed with the dental office that the patient did not require any medical intervention.